Event description:
It was reported that the right atrial (ra) lead was explanted a day after implanting. The physician requested a longer atrial lead as the patient had a persistent left superior vena cava (plsvc). This lead was initially implanted, however the lead ended up needing to be repositioned the following day. The reposition was not able to go through so the physician decided to explant the lead. No additional patient adverse effects were reported. This lead is not expected to return for analysis.